Event description:
It was reported that a black substance sprayed out of the handpiece into the surgical site during a bunionectomy. The surgical site was irrigated and the procedure was completed successfully. There were no adverse consequences reported and the patient did not receive any additional treatment.

Manufacturer narrative:
The handpiece has been received at the manufacturer for testing. An evaluation will be conducted, and a follow-up report will be submitted after the quality investigation is complete.